Manufacturer narrative:
The results of the investigation are inconclusive since the device was not accessible for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that surgical intervention took place on (B)(6) 2019 wherein the ipg was repositioned. This addressed the issue.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that patient is experiencing pain at the ipg site. The patient has lost weight and the ipg is now close to surface of the skin. In turn, surgical intervention may be pending to address the issue.